Event description:
It was reported that for a patient aged (B)(6) years in the aftermath of a pancreaticoduodenectomy during removal of an abdominal drain performed at the bedside, the drain was broken. The drain was disintegrated appearance...

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of gfxj3300 showed no other similar product complaint(s) from these lot numbers.